Event description:
During a low anterior resection procedure, the staples were not present. Subsequently, the bowel leaked into the cavity. The surgeon irrigated the pt's abdomen intra-operatively and completed the procedure without further incident.